Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) using a preloaded delivery system, the haptic broke. The incision was enlarged and the lens was removed during the initial procedure. Sutures were used. Additional information was requested.